Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen is nonresponsive. The customer reported the screen is delaminating in the bottom right hand corner. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported event was unable to be duplicated. Performing random touchscreen touches and no anomalies were noticed with the touchscreen. No noticeable dried liquid ingress spots on touchscreen. The device operated within specifications.